Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition was unstable angina with silent ischemia. Prior to procedure, the patient was also found to have abnormal stress test or imaging stress test indicating ischemia and coronary angiography was performed. The target lesion was located in the proximal right coronary artery (rca) with 80% stenosis, a length of 14mm, and a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.5 x 20mm study stent. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented to emergency department with complaints of chest pain, and syncope. Laboratory data showed no signs of elevated troponins. Electrocardiogram (EKG) revealed no acute findings and echocardiogram revealed severe aortic stenosis. Two days later, coronary angiography was performed. Four days later, the 90% ostial stenosis of rca and 50-60% isr of study stent was treated by performing a coronary artery bypass using saphenous vein graft (svg) to distal rca. In addition, severely calcified trileaflet aortic valve and calcified annulus was treated with an aortic valve replacement using a 21mm non-bsc pericardial heart valve. Post procedure, there was no para-valvular leak with new bioprosthetic aortic valve (21mm). The ejection fraction (ef) unchanged from baseline of 60%. No complications were noted. On the same day, the patient experienced tachy-brady syndrome with atrial fibrillation. The patient was noted to have post-operative atrial fibrillation and flutter with a sick sinus syndrome and sinus pauses up to 15 seconds along with symptoms of dizziness. The patient was seen and examined and cardiology recommended permanent pacemaker. Six days later, a non-bsc dual-chamber pacemaker system with generator was implanted in the left upper chest subcutaneous pocket. Two days later, the patient was discharged in a stable condition with continuation of home medication and follow up as an outpatient basis.